Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The pump, which was no longer under warranty, was replaced by technical support, and the customer expressed interest in obtaining an out-of-warranty loaner pump.